Event description:
It was reported that the stent was advanced to the renal artery, but it would not cross the lesion. While it was being pulled back, the stent caught on the distal edge of the introducer sheath, which extended to the renal artery, and the stent dislodged from the balloon. Since the guide wire was still in place, a small coronary dilatation balloon was placed through the separated stent and was retracted easily back into the sheath and out of the pt.